Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation/chafing under three of the sensing electrodes. Patient reported he smelled burning flesh, pt said that something on the lifevest melted. A field service representative inspected and found no equipment damage and no burns on patient's skin. Patient reported that a nurse was able to provide some water-based lotion for comfort. Follow up indicated that the lotion is helping with the skin irritation.